Event description:
The wire guide was placed via the right subclavian approach for advancement of a central venous catheter. Upon removal of the wire guide, it "stripped" around the catheter and got stuck in the superior vena cava. On 9/19/1997, the wire guide was surgically removed via the neck approach and embolectomy was successful.